Event description:
The lead was returned to the manufacturer after being explanted due to an unrelated infection, was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, was analyzed and analysis revealed a breached depression of the outer insulation. It was noted the defibrillation conductor was distorted, there was blood/body fluid on all conductors (not obstructed), there was a white substance on the outer insulation and a cosmetic depression.